Event description:
The patient tested on his ultra meter and received an error 4 message. He retested again and received an error 2 message. The patient did not feel he had symptoms of hypoglycemia. The patient took insulin after attempting to use the meter. He went to the hospital and was treated with an IV. There is no information on what was in the IV. The technique of applying blood on the test strip was correct and the test strips were in good condition. The meter is not an out of box meter (new meter). Customer care ageent (cca) sent the patient a replacement meter. An error 4 message indicates that the patient may have a high glucose and have tested in an environment near the low end of the operating temperature range. There may be a problem with the test strip. The sample was improperly applied. An error 2 message could be caused either by a used test strip or a problem with the mtere. No further clinical information was provided. It would have ben helpful to know the patient's diabetes regimen, readings prior to the incident, how long the patient had been experiencing the error messages and the reading and diagnosis in the hospital. The complaint is being reported since the patient could not get a glucose result and received treatment from a medical professional.